Manufacturer narrative:
A complete lead was returned in one piece for analysis. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found no anomalies. The s-curve hump height was measured within specifications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was not capturing in any configuration. Upon x-ray, the lead was noted to have dislodged. The lead was explanted and replaced. The patient was stable.